Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, although the cause of the reported event cannot be confirmed, procedural factors (anesthesia, rapid pacing), in addition to the patient factors and co-morbidities may have contributed to the procedural afib and subsequent placement of a leadless pacemaker. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) tavi case registry, during a transfemoral tavr procedure, a 29 mm sapien 3 valve was deployed in the aortic annulus with 3 ml less than nominal volume. The valve was deployed in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, trivial paravalvular leak (pvl) was observed. During the procedure, atrial fibrillation (afib) with a heart rate around 30 bpm to 40 bpm was observed. A transcatheter pacing system (leadless permanent pacemaker) was placed in the right ventricular apex. On postoperative day (pod) 1, the patient was reported to be ¿recovered¿. The native annular diameter measured 597 mm2 by CT. Information concerning the degree of valvular calcification was not provided.